Manufacturer narrative:
Result and summary : the actual device has been returned and evaluated. Testing to date has not been able to reproduce the reported error, and the device is functioning as designed. Review of the device's electronic history file confirmed the service message as reported, and the investigation remains open. A follow-up MDR will be filed if additional info becomes available.

Event description:
It was reported that during a rescue attempt, the device delivered two shocks, cancelled two shocks and then reported a service message and powered off. It was reported that the pt was not resuscitated.